Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.